Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and verified the lock-up issue. It was observed that ic chip, designator u61, caused the display to go white. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly and there was no failure of this assembly.

Event description:
It was reported that the device's screen periodically goes white. The reported event description is indicative of a device that has locked-up. There were no reports of pt use associated with the reported failure.